Event description:
Customer called to report air bubbles in the reservoir of the insulin pump after set change. Customer also reported a leak in the reservoir. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.